Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("chronic endometritis"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy (placement and removal of mirena)") in an adult female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weakness and dysuria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have cystoscopy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent ablation and d&c). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, cystoscopy, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered cystoscopy, depression, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- gas or dye right side- three coils on the right-hand side and a few coils on the left-hand side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("chronic endometritis"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and cystoscopy ("cystoscopy (placement and removal of mirena)") in an adult female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weakness and dysuria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have cystoscopy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent ablation and d&c). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, cystoscopy, female sexual dysfunction, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered cystoscopy, depression, dysmenorrhoea, dyspareunia, endometritis, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test- gas or dye. Right side- three coils on the right-hand side and a few coils on the left-hand side. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- previously reported event "injury to herself" updated to "pelvic pain", events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, dysmenorrhea (cramping), cystoscopy, dyspareunia (painful sexual intercourse), chronic endometritis", lot number, medical history, reporter added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.